Event description:
It was confirmed by the healthcare provider that cardiomems caused or contributed to patient's weight loss, elevated creatine and acute kidney disease as the cardiomems readings were inaccurate. The patient was persistently diuresed to reduce pressures and symptoms.

Manufacturer narrative:
Visual inspection of returned material revealed no discrepancies or discernible damage. No software malfunctions or anomalies were observed from the handheld. The use of terminal application commands provided no evidence of corruption with the compact flash card. The process of taking a reading, also known as signal acquisition, was successfully initiated using both touchscreen and keypad input respectively with the handheld. The signal acquisition test steps accuracy/noise home and distance home in diagnostic test were considered most relevant for performance analysis when regarding the complaint issue involving pes and hes reading differences. This was because these test steps simulate the signal acquisition process the unit would go through with a sensor for pressure measurement. Unit passed all frequencies in the accuracy/ noise home and distance home test steps in diagnostic test (reference attached diagnostic test results). There was one reported product issue in the field based on review of the complaint event description and the complaint codes. Complaint of ¿it was reported a difference between the pes and hes¿ determined to be unconfirmed. Investigation results for the issue with the i3 unit¿s readings not correlating with a hospital unit¿s readings concluded to be no issue found.